Event description:
It was reported that a user experienced repeated low blood glucose readings throughout the day while using the ilet and stated he was not announcing meals due to fear of lows, and he asked if the device could be set to give less insulin. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting completed by support, with a recommendation for clinical assessment to review settings or consider a fixed ratio adjustment. Investigation included a telephone assessment focused on usage patterns, meal announcement behavior, and education on automated insulin delivery. Investigation of this case revealed no alerts or alarms and no device malfunction reported, with the event likely related to user behavior of not announcing meals in an automated system. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.